Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information, and the caller was instructed to reset the pump when ready and to follow up if the issue persists.